Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was replaced to resolve the issue.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device functioned properly during evaluation. The cause of the reported event was due to a defective i3 pcb.